Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10413. The pt reported experiencing heating, redness and tingling at the ipg site during charging. The pt stated the redness goes away approx 10-15 mins after charging the ipg. The pt advised he will discuss this issue with his physician during his next appointment. No further info is available at this time. On (B)(6) 2012 (B)(6), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.